Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and five months post implant of this 21mm aortic bioprosthetic valve, the patient is being screened for a transcatheter valve-in-valve implant. The reason for screening is unknown. Subsequently 2 months later, the patient underwent a 23mm aortic valve-in-valve replacement procedure due to moderate stenosis. No additional adverse patient effects were reported.